Manufacturer narrative:
(B)(4).

Event description:
Ous MDR - this lead was capped and replaced on (B)(6) 2017 due to noise and inappropriate shocks. Noise was first observed (B)(6) 2017 with a rise in impedance and threshold and decreased sensing.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise artefacts on the rv channel which led to shock delivery as reported in the complaint text. Furthermore the provided pacing impedance trend curves demonstrated stable values around 580 ohms between july 2016 and march 2017 with a subsequent increase to 1500 ohms on the 05th of march 2017. In the same period of time the sensing trend curve decreased from 20 mv to approx. 10 mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.